Event description:
During the atrial fibrillation procedure, the sheath was inserted into the right atrium. After inserting and removing the viewflex catheter into the sheath, blood began leaking from the hemostasis valve when inserting a 6f catheter. When the 6f catheter was removed from the sheath, the blood leak stopped, and the procedure was completed using the same sheath. No air movement into the patient was confirmed. The only products inserted directly into the hemostasis valve were the included dilator, viewflex catheter and 6f catheter. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the instructions.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. A dilator from current inventory was inserted and removed from the sheath. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.